Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2 failed due to the bad rails. A field service engineer replaced the defective rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the side rails on the auxiliary drawer 2.1 were found to be broken. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.